Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced poor sleeve function. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: defect: separation of blood return window and rubber sleeve. Quantity: 3. Effects: no other adverse effects on patients.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported when using the bd vacutainer® flashback blood collection needle, customer experienced hub separated from device. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: defect: separation of blood return window and rubber sleeve. Quantity: 3. Effects: no other adverse effects on patients. Investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for male luer breaks off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode male luer breaks off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, customer experienced hub separated from device. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: defect: separation of blood return window and rubber sleeve. Quantity: 3. Effects: no other adverse effects on patients.